Event description:
Caller states that the tube was installed on pt (B)(6), 2012. After approximately two weeks, on (B)(6), the cuff started leaking. They reinflated, but continued to leak, so they replaced with a new trach that same day. The new trach is working fine.